Manufacturer narrative:
Based on the further in-depth investigation of the thermogard console (sn (B)(6)) performed at zoll japan, the root cause for both the tcmid: 05 and tcmid: 08 error messages were found out to be due to defective pic-16 pc board likely due to a defective component. The pic-16 circuit board was replaced to remedy the faults. Following service, the thermogard console passed all tests with no issues historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console (sn (B)(4)) displaying tcmid:05 (coolant diff failure) error message was confirmed during preliminary functional testing and based on the event log review. Further investigation will be performed to determine root cause of tcmid:05. A follow-up report will be submitted when the investigation has been completed. During visual inspection, no physical damages were observed. During initial functional testing, the console displayed tcmid:08 (coolant temp low) error message upon power up. After restarting, the console displayed tcmid:05 error message. The tcmid:08 error message is not related to the reported complaint. The event logs were reviewed and confirmed the occurrence of the tcmid:05 error messages. Thus, confirming the reported complaint.

Event description:
At the start the ivtm therapy, the thermogard console (sn (B)(4) displayed tcmid:05 (coolant diff failure) error message upon power up. Following this, the console was replaced and continued with ivtm therapy. No consequences or impact to patient.